Event description:
The patient called and reported that after a routine device replacement, the nurses were wheeling the patient out of the operating room when the surgeon stated that the lead wires had to be switched. Follow-up conducted revealed that the chronic leads were inserted into the incorrect device ports. The patient was wheeled back into the operating room, the site was reopened, and the leads were inserted into the correct ports. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 lead, implanted: (B)(6) 1997. (B)(4).